Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. During the visual inspection multiple signs of abrasion were noted along the lead body. Particularly the insulation was abraded through on the distal part of the lead. This damage can be considered the root cause of the reported oversensing. Furthermore the shock coil and the lead tip showed signs of severe calcification. Based on the characteristics of these findings, it is reasonable to assume that the lead was subject to excessive mechanical stress in the implanted state. It is highly likely that significant ingrowth affected the lead's motion which may have contributed to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Home monitoring reported a vf alert. The charge was aborted and no inappropriate therapy was delivered. Noise was observed and there was a concern of lead damage so therapy was turned off. The system was explanted and replaced on (B)(6) 2019. Should additional information be received, this file will be updated.